Manufacturer narrative:
(B)(4). Evaluation: photo analysis. Product not received to date. Photographs were checked visually, and concluded that in photo-1: it is observed that bulb inflation is not done. In photo-2: it is observed that drainage port is closed and suction port is opened. In photo-3: it is observed that after opening the drainage port, bulb is inflated completely. Further analysis can be done only after receipt of the sample. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function correctly on first activation? Did not work. If yes, how long after the first activation did the problem occur? How was the case concluded? Exchanged for another, is the device available to be returned for evaluation? Yes, the material is available to be returned or evaluated. If yes, what is the device return status? Available to withdraw. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a reservoir was used. Quality break in the "pear type" reservoir, showing obstruction in the suction track, not allowing drainage. The reservoir was exchanged for another. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). H3 evaluation: no product sample returned. Retain sample of lot # was checked visually, and suction test was also performed. No defect, related to complaint was observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.